Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, a da error was observed. Boston scientific technical services (ts) was contacted and discussed that this type of error is a temporary memory anomaly/bit flip that occurs in the device firmware. No further issues and no adverse patient effects have been reported. The device remains in service.